Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experience diaphragmatic stimulation from the left ventricular (lv) lead. When the patient thresholds were tested the results were very high and the patient lv was not capturing. After testing the lead in various vectors it was found that in all of them the patient experienced muscle stimulation and high thresholds. As a result the lead was turned off since the physician determined that it would not compromise therapy.